Event description:
Pt had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Pt fell off curb and fractured anterior tibia. Star sliding core and tibial component revised as part of treatment.